Event description:
A nurse reports 6 patients experienced 3 to 4 + inflammation one day following surgery. This report is for one of the 6 patients and is being filed as manufacturer report number 3002037047-2006-00076. The other manufacturer report numbers are: 3002037047-2006-00075, 3002037047-2006-00077, 3002037047-2006-00078, 3002037047-2006-00079, 3002037047-2006-00080. These patients were treated aggressively with topical steroid therapy and one of these patients (no patient identifier) was reported to have received a corneal tap in the doctor's office. The nurse states, patients' symptoms are resolving. The cause of the events is not known. The facility is not blaming product, they are investigating all possible causes. Additional information has been requested regarding patient outcomes and the identification of the patient who received the corneal tap.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The actual lot used by the customer during this case is not known. Retention samples for lots in the customer's inventory, 06b13h, 05k23e, 06a25e were tested and found to meet release specifications. Batch record review indicated all chemical, toxicological and microbiological testing was normal and there were no remarks related to compounding, filling or sterilization of these lots. There was one similar report for lot 05k23e and one similar report for lot 06a25e.